Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm 30 - motor stall occurred during the load process. The customer's blood glucose level was 270 mg/dl. Reportedly, the customer was able to reload the same cartridge successfully, and resumed insulin therapy.